Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material and dirt remained due to insufficient cleaning. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found that the air/water cylinder was discolored, the suction cylinder was discolored, it was not possible to change the focus to far point due to damaged ccd (charged coupled device) unit, the objective lens was cracked, the coating on the universal cord was peeling, an e243 error (malfunction of zoom) occurred, and there was play in the up/down, and the right/left angulation knob due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the nozzle, the plastic distal end cover, the adhesive on the bending section cover, and the switch box had foreign material and inside of the light guide lens was dirty. There was no patient or user injury reported due to the event. This report is being submitted for the malfunctions found during evaluation.